Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The a.2 field entry does not represent the date of birth of the patient and should be read as ¿no information¿

Event description:
It was reported that a transmitter failed error occurred for transmitter ID: (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID: (B)(4). The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.